Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during investigation, the display was found to be faded, discolored and difficult to read. A test display was used for investigation and functioned properly during testing with no visible signs of fading or discoloration. Unrelated to the display issue, evaluation revealed the battery compartment and battery cap had cracked threads. The battery cap was unable to fully tighten on the pump. A power loss was observed using the returned battery cap. The pump was exercised with a test battery cap for 24 hours. No power loss or battery related warnings occurred during testing. Also unrelated to the display issue, evaluation revealed that the internal clock battery on the printed circuit board had failed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, discolored and difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.